Event description:
Additional information was received from a healthcare professional (hcp). Troubleshooting related to the patient not hearing the pump alarming included the hcp attempting to read the logs but being unable to. The hcp phoned a manufacturer's representative (rep) for instruction, but was still unable to read the logs. As an action/intervention to the patient being unable to hear the pump alarming, the patient had an appointment for (B)(6) 2016. The rep will be at the appointment to read the logs. The cause of the patient being unable to hear the pump alarming will be determined at the time of the appointment.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (10 mg/ml) at 5.425 mg/day and bupivacaine (10 mg/ml) at 5.425 mg/day via an implantable pump for non-malignant pain. The patients medical history was reported to have been none. On (B)(6) 2016, the patient missed her refill date and didn't recognize the fact that the refill needed to be done on a specific date. Her pump ran out of medication and she went to the emergency room (ER) due to not feeling well with withdrawal symptoms. The patient did not hear the pump alarming. The patient had an empty pump. The pump was refilled, the dose was decreased to 3.998 mg/day, and the patient was given oral medication for the withdrawal symptoms. Surgical intervention did not occur and was not planned. As of (B)(6) 2016, the issue was resolved and the patient was alive with no injury. The patient was to return to the clinic on (B)(6) 2016 at which time it was recommended the logs be obtained and the alarms be tested.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and it was reported that the troubleshooting performed related to the patient not hearing the pump alarm was referring the patient to her handbook to see what the code meant that showed up on her ptm (personal therapy manager). The actions/interventions for not hearing the pump alarm was that the patient went to the emergency department (ed) for a pump refill. The cause for the patient not hearing the alarm was unknown. No one around the patient heard the alarm either nor did any of the doctors and nurses at the emergency department. The cause for the nurse practitioner not being able to read the pump logs was not determined. The empty reservoir alarm occurred on (B)(6) 2016. The low reservoir alarm occurred on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.